Manufacturer narrative:
(B)(4). This report was filed by the MFR. No prod will be returned per the customer. The customer's complaint could not be confirmed due to the prod was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The cfn (B)(4) sales exec reported that the "customer spikes normal saline bag, primes, hangs, and connects to pt. Opens clamp. Top of pump segment fulls and balloons out, and disconnects (breaks) at the fitment and pump segment of tubing, saline goes everywhere. There was no report of pt harm or medical intervention. No add'l pt or event details were provided to the customer.